Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. A new cartridge was loaded to resolve the issue.